Manufacturer narrative:
Device evaluation not performed since device not returned to manufacturer. No further information was made available from the customer. Neither the needles nor the system were returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of galil medical's products. This event represents a known inherent risk of a lung cryoablation procedure and is identified in the labeling as a potential adverse event.

Event description:
As part of the solstice trial, the subject underwent cryoablation of one tumor on (B)(6) 2015. Post operatively, a pneumothorax was identified and a chest tube was placed which extended the hospitalization of subject. Subject was discharged on (B)(6) 2015. There were no reported intra-procedural device complications.